Event description:
It was reported that the patient experienced pain at the ipg site. In turn, cultures were taken due to possible infection. As a result, the entire scs system was explanted to address the issue. The patient is being treated with IV antibiotics.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: h6 codes updated to reflect the event and the following information was inadvertently omitted from the final report. "The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.